Event description:
Title: methylene blue checks in totally laparoscopic total gastrectomy to prevent postoperative anastomotic leakage related to defects in anastomotic techniques. Author: deng chun , zhang wei , wu xingkang, tian lifei , bruce lee army. Citation cite: chinese journal of general surgery, 2021, 36 (10): 782-783. Doi: 10.3760/cma.j.cn113855-20210206-00089. The objective of this study is to test the integrity of anastomotic stoma in 205 patients undergoing total laparoscopic total gastrectomy using intraoperative methylene blue examination, and retrospectively analyze the clinical data of patients with intraoperative and postoperative anastomotic leakage. Tumor staging was performed according to the eighth edition of the guidelines for gastric cancer issued by the american joint committee on cancer, using a 45 mm linear cutter stapler from johnson & johnson for digestive tract reconstruction. Reported complications included postoperative anastomotic leakage (n=3), clavien-dindo iib (n=2), clavien-dindo iiib (n=1). In conclusion intraoperative methylene blue examination is an important method to evaluate the anastomotic integrity in total laparoscopic total gastrectomy, which can reduce the occurrence of anastomotic leakage related to postoperative anastomotic technical defects.

Manufacturer narrative:
(B)(4). Date of event: publication year of 2021. Batch # unk. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the required product identification number was not provided to complete the evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the author/surgeon believe that the ethicon device caused or contributed to the patient complications mentioned in the article? If yes, please explain. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.